Event description:
During routine imris preventive maintenace on an hfd100 head fixation device, the service engineer observed approximately 3mm of movement after the rocker arm locking knob on one of the skull clamp halves was locked into place. There was no patient involvement in this finding, and the assembly was tagged and removed from ongoing use by customer site staff.

Manufacturer narrative:
Manufacturer is arranging for return of the skull clamp assembly for further evaluation. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The skull clamp assembly was returned to the manufacturer for further evaluation. The issue was identified during routine preventive maintenance intended to detect excess play or unintended component movement. The ability to rotate the rocker arm was confirmed in the returned device and further traced to a loose rocker arm locker / screw inside the assembly. The device had passed prior preventive maintenance inspections and no reports of unintended device movement had been received from the customer; there was no patient or procedural involvement. No manufacturing anomalies were observed in the returned rocker arm component or in a review of manufacturing records. This report also encompasses UDI related data quality updates to match brand name and UDI with gudid data and correct the parent device serial number.